Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll w/ndl 25x5/8 rb had leakage past the stopper. The following information was provided by the initial reporter: material # 309570 batch # unknown verbatim: rcc received a complaint via phone. Pir attached. Product complaint canada complaint ref 309570 lot unknown. Issue: so when administering injection medication leaked behind the plunger. Sample actual device was discarded but pictures are available doe (B)(6) 2025 no pt harm.

Manufacturer narrative:
(B)(4) - supplemental MDR - leakage past stopper. A report was received indicating that medication had leaked behind the plunger of a syringe. To support the investigation, three photographs were submitted to the quality team for evaluation. The images depict a single 3ml luer-lok syringe with a 25g 5/8" needle attached, positioned next to its packaging, which displays the top web graphics. Based on the packaging design shown in the photographs, the syringe was manufactured prior to august 2005 and has been expired for over fifteen years. Bd does not guarantee the efficacy or safety of expired products. Given the information available, it is strongly recommended that product from this batch not be used. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided